Manufacturer narrative:
A review of the complaint log shows that there were four other complaints associated with this lot number including this one. All were non-device related events. Manufacturing records for referenced lot were reviewed and all conditions for manufacturing acceptance were satisfactorily met including product sterility testing. The lot was released to distribution having met all release requirements. The instructions for use for the cangaroo ecm envelope lists infection as a potential complication. It should be noted that the site investigator did state that the event was a "minor infection (superficial)", and the device remains implanted.

Event description:
The subject is a (B)(6) male who had an upgrade from an ICD to a cardiac resynchronization therapy defibrillator (crt-d) on (B)(6) 2017. The ecm was hydrated in neomycin. Wound check on (B)(6) 2017 noted only minimal swelling and bruising at the site. On (B)(6) 2017 it was noted subject had a rash, redness, and scabbing and minor cied infection. The patient was started on keflex. The site investigator states that the event is possibly related to the procedure and possibly related to the device. The probable cause was listed as, "patient admitted touching and squeezing incision." It can be noted that the comments from the site investigator on the event states, "minor infection (superficial)". On (B)(6) 2017 it was stated from the site that the incision is much improved, still a scab on the left side, rash improved, no more pus or drainage. Event has resolved without sequelae.